Event description:
It was reported that the patient had pain, burning and swelling in the implantable neurostimulator (ins) pocket while recharging. It was noted that the ins pocket was sensitive and painful when touched, even when not recharging. It was noted that the patient left the stimulation on all the time. When the manufacturing representative had the stimulation off during the appointment, it was still painful. It was noted the problem started 4-6 weeks prior to the report and had become steadily worse. It was noted the patient had lost significant weight (65 pounds). The patient was getting 8 coupling bars. It was noted that impedances were ok, between 600-800 ohms, except 7 <(>&<)> 14 which were greater than 3600. It was noted that 7 <(>&<)> 14 were not being used. It was noted that the patient programmer would not communicate. A different antenna was tried and it worked fine. It was further reported that the health care professional believed the patient had an underlying issue that was unrelated to the device or a progression of her disease that was causing the new pain/swelling in the buttock area. The pain was consistent with or without the stimulation on. It was noted that the patient was being sent for a computerized tomography (CT) scan and no other diagnostic tests were done. The reporter noted that there was an impedance check done that was fine. It was noted that no malfunctions of the device were occurring so no interventions took place. It was noted that the antenna on the patient programmer was not working so the patient was given a new antenna.

Event description:
Additional information received reported that the computerized tomography (CT) scan was completely normal.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 37092, serial# unknown, product type accessory; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).